Manufacturer narrative:
A ge rep has not yet evaluated the system. (B) (4)

Event description:
The customer the image was superimposed over another image during the first part of a subtraction run. No pt injury was reported.